Manufacturer narrative:
(B)(4). The device was returned to physio-control without the batteries, modem and ac power adapter. Physio evaluated the device but could not reproduce the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to physio-control that the customer's device powered off and on automatically. Each time the device had powered off, the users had to power the device back on by pressing the on/off button. In addition, it was reported that the device would power on when the door of the ambulance was closed.  There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the device. The device was extensively without observing any discrepancies. Proper operation was confirmed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined.